Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. Functional testing and clear passage testing were performed and no issues observed for leaking. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked solution. The leak occurred from the area on the adapter where the blue and white plastic parts meet. The event occurred when a vial with a non-baxter was used. This event occurred before patient use. There was no patient involvement. No additional information is available.